Event description:
In 2009, the pt reported that for the past "couple" of weeks, his blood glucose has been elevated to over 200 mg/dl. He stated that he noticed elevated blood glucose readings when his insulin cartridges reach 30-35 units remaining. He changes the insulin cartridge once per week. His normal blood glucose range is 90-110 mg/dl. He lowers his blood glucose by bolusing through the infusion device. Troubleshooting did not reveal any product issues. He stated that he disconnects from his infusion device when he goes to physical therapy and when he goes to church. When he reconnects, he boluses accordingly. His insulin has not been exposed to extreme temperatures and is not cloudy or gel like. He stated that he would change his insulin cartridge and monitor his blood glucose. Upon follow up the following month, the pt stated that he changed the insulin cartridge and has had no further issues. His blood glucose has been normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for eval.